Event description:
Customer using the nasal obstructive sleep apnea (osa) mask has reported that the elbow tabs on the swivel connector have broken.

Manufacturer narrative:
Results & conclusion: please see attached report "broken elbow tabs" for details of failure investigations. Regrettably, we were not able to meet our vigilance reporting obligations within the 30-day timeframe in this instance. During a review of our complaints, we discovered that this one had not been marked for reporting. This was an oversight due to a new complaint handling division and new processes being put in place at the time this complaint was received. We continue to monitor our complaint handling processes for effectivity. Investigation summary: a root cause analysis of this problem was performed and concluded that the main contributing factor resulting in failure of the 8-tab connector is users not following the cleaning instructions by cleaning the masks in chemicals that have not been approved. In november 2006, we initiated a retail level recall in the USA, recall. To eliminate the risk of individual tabs breaking off the connectors, fisher & paykel healthcare initiated a design modification that was rolled out to the entire mask range between november 2005 and february 2006. The replacement connector does not incorporate use of individual tabs and has been proven to be stronger and more durable through design verification and validation activities. The last of the old (tab) connectors were manufactured in april 2006 and the recall was initiated in november 2006.